Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. The sensor failed continuity testing due to an open infrared in the emitter assembly. When tested with a known good lab device, the sensor led did not illuminate and a replace sensor error message was displayed. Corrected data.

Event description:
The customer reported intermittent emitter failure. No patient impact or consequences reported.